Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our italian affiliates, approximately 4 years and 5 months post implant of a 23mm sapien 3 valve in the pulmonic position within a 25mm degenerated pre-stented homograft, during a routine follow up the echo showed significantly increased gradients of more than 50mmhg despite the patient being asymptomatic. It's noted that inevitably they were degenerated due to the patient's rapid growth. A longer covered stent to over-dilate the already stented conduit, followed by the implantation of a 26mm sapien 3 valve in a valve-in-valve procedure was successfully completed with satisfactory results.

Manufacturer narrative:
A supplemental MDR is being submitted for completion to the engineering evaluation. The following sections of this report have been updated: update to b4, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Imagery was not provided. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The s3 with commander delivery system IFU was reviewed. Potential adverse events note, 'structural valve deterioration (wear, fracture, calcification, stenosis)'. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaint for degeneration, deterioration was empirically confirmed per information provided. Due to unavailability of valve serial number, DHR and lot history review were unable to be performed to determine if a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It should be noted that the thv was implanted in pulmonic position for this case. The sapien 3 (s3) with the commander delivery system (ds) was indicated for native aortic valve replacement only at the time of implantation. Therefore, it was considered an off-label operation. Based on the patient's actual age (15) and date of implantation (2021), the valve was implanted while the patient was around 11 years old. The degeneration was observed after 4 years and 5 months, when patient was 15 years old. In this case, it was likely the growth of the patient and rapid increase in body size, led to cardiac remodeling and resulted in degeneration, as reported. Metabolism of younger patients, which includes higher levels of blood calcium, phosphate, bone proteins, and enhanced parathyroid hormone and vitamin d metabolism when compared with adults, contributes to the degeneration after only a few years in younger patients. As such, available information suggests that patient factors (patient growth) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.